Event description:
The customer reported a leak underneath the coulter act diff analyzer. The volume was reported as approximately one half cup and the leak was not contained. The customer could not identify the source of the leak. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that tubing appearing to be crimped at a specific valve location and the valve was not switching states during shutdown. The fse replaced the tubing to resolve the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).